Manufacturer narrative:
Per tandem¿s user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing became blocked when using apidra insulin within the cartridge. Reportedly, the customer began using novorapid/novolog insulin to address the issue. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to tandem technical support. There was no reported impact to the customer's blood glucose level.